Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patients nurse discovered fluid inside the cassette door of the cycler and on the cassette during the end of peritoneal dialysis therapy. The leak was noticed when the nurse attempted to end the treatment. It was unknown during which phase of therapy the leak may have started. The cause of the leak was unknown. Upon follow up with the patients nurse, it was noted that the patient did not develop any symptoms or injury as a result of the event. The patient was administered a one- time unknown dosage of prophylactic antibiotic vancomycin following the event. The patient was advised to discontinue use of the cycler. The cassette used by the patient was no longer available for evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.